Event description:
A caller reported a minimum fill notification and mentioned that they got the pump wet. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by loading a new cartridge, but it was unsuccessful. The customer received instructions to clean the pump and was guided through the process of filling and loading a new cartridge, but the problem persisted. Technical support escalated the issue, and it was confirmed that the customer was following the correct procedures, using proper supplies and non-expired insulin. Despite these efforts, the pump continued to have issues, and it was determined that the insulin gauge was not displaying the correct values. Consequently, the customer was informed that a replacement pump would be sent, and the cartridges used during troubleshooting would also be replaced. The customer later called back to confirm the estimated delivery of the replacement pump, and technical support provided the necessary tracking information.